Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample was received without product packaging. The tubing was ruptured at the 63cm marker. At that point, the tubing exhibited stretching, or "ballooning," and a complete rupture. Both segments of the tubing were found to be completely occluded with dried matter. It was not possible to flush any water through either segment. No root cause could be identified. All information reasonably known as of 11 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 07 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 9611594-2019-00152 for the second report. Refer to 9611594-2019-00153 for the third report. It was reported that a feeding tube ruptured from a clog. No patient injury was reported. Additional information received on 26-jul-2019 indicated "there was a hx [history] of tube clogging and attempts to de-clog were documented. During initial surgical assessment in the or [operating room] it was noted that tube feeding was coming from the pt.'s [patient's] mouth. X-ray noted a break in the ng [nasogastric] tube...immediately the proximal portion of the tube was manually removed and the patient sent to ir [interventional radiology] for endoscopic removal of the distal portion, the patient did not aspirate and there were no adverse effects."